Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, g4, g7, h1, h2, h3, h4, h6, h10. One monoblock inserter handle was returned and evaluated. Upon visual inspection the device fractured at the threaded tip. There is no further visible damage to the device. Complaint sample was evaluated and the reported event was confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the surgeon impacted an arcos one piece stem using the monoblock threaded inserter. A couple threads from the inserter sheared off and were left in stem. The threads were not able to be retrieved inside the stem. Additional information on the reported event is unavailable.